Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 153 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to fully charge the pump and to monitor the battery performance. Customer acknowledged. Upon follow up, the customer reported that the pump had not been interacted with as frequently, and subsequently the battery depletion was no longer abnormal.